Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had stimulation in the wrong location and felt pulses going down their left leg and foot on (B)(6) 2016. The patient had a shock going down their leg about 2 days after they were implanted. The patient was implanted on (B)(6) 2016. There were no trauma or falls that could be related to the issue. Decreasing the amplitude from 3.2v to 2.5v did not eliminate the uncomfortable sensation. The patient would decrease more on their own. The patient's health care provider (hcp) made some adjustments on their programmer and now the patient was doing much better. This rectified the situation and the adverse reaction had been resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that she was not sure what the circumstances were that led to feeling stimulation down the left leg and foot. There was no change in activity and the feeling usually happened in the late afternoon. The step taken to resolve the issue was changing device program, and the stimulation issue was resolved.